Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, a big scratch on a lens was found after insertion. Therefore, the lens was removed and the surgery was completed after replacing the product with a backup lens. There was health damage. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in d.9.,h.3.,h.6 and h.11. The product was returned for analysis and the reported complaint was observed. Iol (intra ocular lens) returned in two segments inside lens case. Solution is dried on the iol. Both haptics are intact. The optic is torn or split-cut with a large scratch or mark on the posterior side of the optic. Received video shows iol implantation. The device preparation is not recorded. The cartridge comes in the picture and the tip enters the wound. The iol appears to be in the correct position for advancement and is delivered into the eye. As the iol unfolds there appears to be a large scratch or mark on the optic. It cannot be determined from the video if the scratch or mark is on the posterior or anterior of the iol. The iol is explanted. Solution is dried on the iol. The observed damage is consistent with lens having been explanted. The product was subject to handling as the reported scratch was highlighted post implantation. All iols are 100 percent cosmetically inspected as per approved manufacturing procedures and the observed damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. The manufacturer internal reference number is: (B)(4).